Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The helix was partially extended, with dried blood in helix housing and tissue entwined in the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a routine device follow-up about three months post-implant (the actual date is unknown), this right ventricular (rv) lead was found to be dislodged. The lead was later explanted and replaced. No adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.